Event description:
Medics were defibrillating a patient. Upon the fifth discharge of energy, a witness observed a spark underneath the electrode pad. The complainant indicated that the medic did not observe the reported spark. The clinician obtained another set of electrode pads to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction. The suspect electrodes were inspected for signs of arcing or unusual markings, however no indications of a product problem was identified.